Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Device emits odor implies that there was a burning smell. The product has been returned to a contractor for zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the cart had a vacuum error and there was a burning smell. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) review for intellicart system, serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have not been previously repaired by zimmer biomet surgical. On (B)(6) 2017, it was reported from (B)(6) surgery center that the unit was issuing vacuum error and an unusually long burning smell. The account is reporting that the smell has still not gone away and the cart shuts off intermittently, and they are now asking that we replace the cart. Replite was contacted about the cart and exchange paperwork was created and submitted. No repair checklist was required as per crm. An exchange for the new cart was scheduled. A new cart was shipped from riverside to the hospital. On 15 nov 2017, the new cart was confirmed to have been delivered to the hospital and replite was dispatched a service technician to the site to perform exchange. On 21 nov 2017, the technician arrived at the site and installed the new cart. He then verified that the cart was functioning as intended and placed the cart into service without further incident. The device was tested and inspected without any installation checklist. The technician then repackaged the new cart so that it returned to service without further incident. The exchanged cart was picked up from the hospital (confirmation number: (B)(4)). The exchange cart was confirmed to have been returned to riverside on 21 nov 2017 and no return product evaluation was performed as per zpm 13.039 a returned equipment log. Service work order (B)(4) on 14 nov 2017. Based on the information provided, it is unclear if a repair technician evaluated the device at the facility prior to the exchange or if a technician confirmed that the unit was still smelling at the time of the exchange. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The previous repair report for intellicart system, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have been previously repaired once, the previous repair being for vacuum pump was getting hot after an hour and half on (B)(6) 2017. The vacuum issue was not associated with the current repair service, so the previous repair was a non-related issue. Replite was contacted about the cart and exchange paperwork was created and submitted. No repair checklist was required as per crm. On (B)(6) 2017, it was reported from (B)(6) that the unit was issuing vacuum error and an unusually long burning smell. The account is reporting that the smell has still not gone away and the cart shuts off intermittently, and they are now asking that we replace the cart. Replite was contacted about the cart and exchange paperwork was created and submitted. No repair checklist was required as per crm. An exchange for the new cart was scheduled. A new cart (serial number: (B)(4)) was shipped from (B)(4) to the hospital. On (B)(6) 2017, the new cart was confirmed to have been delivered to the hospital and replite was dispatched a service technician to the site to perform exchange. On (B)(6) 2017, the technician arrived at the site and installed the new cart. He then verified that the cart was functioning as intended and placed the cart into service without further incident. The device was tested and inspected without any installation checklist. The technician then repackaged the new cart so that it returned to service without further incident. The exchanged cart was picked up from the hospital (confirmation number: (B)(4)). The exchange cart was confirmed to have been returned to (B)(4) on (B)(6) 2017 and unit was refurbished as per zpm 13.039 a returned equipment log. Service work order (B)(4) on 14 nov 2017 based on the information provided, it is unclear if a repair technician evaluated the device at the facility prior to the exchange or if a technician confirmed that the unit was still smelling at the time of the exchange. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.